Event description:
Customer states that she found an uncapped lancet in her previous box of softclix lancets. Customer did not attempt to use the exposed lancet. No accidental stick reported. Customer did not need or seek medical treatment. Customer has finished the lancets in the box and only has the empty box. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.